Event description:
It was reported that it was impossible to insert a central venous catheter because the guidewire was bent. Treatment had to be interrupted and hospitalization was extended. There was no other reported complications, injury or death.

Manufacturer narrative:
(B)(4).